Event description:
Pt admitted to rule out incarcerated hernia, small bowel obstruction. Pt with history of coronary artery disease, congestive heart failure, ventricular fibrillation automatic implantable cardioverter defibrillator placement. Pt found unresponsive in room. No pulse/respirations. Resuscitation initiated-cardiac monitor indicated ventricular fibrillation. Resuscitation efforts unsuccessful.